Event description:
Device 1 of 2. Reference manufacturer reports: 1627487-2010-03426. The patient received his scs system consisting of an ipg and two percutaneous leads (from the same lot) on (B)(6)2010. It was reported that the patient's leads were almost penetrating through the skin. The physician chose to explant and replace the ipg and leads on (B)(6) 2010. The explanted devices have not been returned to the manufacturer for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.